Event description:
A pharmacist called to report that an 87-year-old male experienced pencytopenia while receiving hyalgan in the right knee for osteoarthritis. The pt was reported to have received the fifth injection (completing his hyalgan course of treatment) on 1/14/98 during an impatient hospitalization. The patient was reported to have been admitted on 1/9/98, with an admitting diagnosis of chf, low platelets and anemia, and is reported to still be in the hospital. The reporter is unable to provide the dates of the hyalgan series, start dates of concomitant medications, and relevant lab date (cbc and platelet). F/u to be pursued. The reporter said pt had a history of chf and is reported to have non-insulin dependent diabetes mellitus. Concomitant medications include friolsec 40 mg daily, desyrel 50 mg at bedtime po. Norvasc 5 mg po daily, cardua 5 mg po twice a day. Rythmol 225 mg three times a day (start date 1/10/98). Regular insulin sliding scale not available. Glucotrol 20 mg at breakfast. Followed by 10 mg at lunch and supper. Lasix (dose and frequency unk), and procanamide hydrochloride were discontined on 1/9/98. 1/16/98: f/u call made to the pharmacist who indicated that at this point treating physician is locking at drug-induced lupus caused by procainamide. Reporter indicated he would mail add'l labs and info requested to date. He also lot # and expiration date of ryalgan is not available. Extensive lab date and hospital records available on file. 1/20/98: f/u call received from pharmacist. He reported that pt had rec'd a hyalgan injection in his right knee every wednesday (beginning 12/10/1997), and that 1/14/98 injection was pt's 5th. 1/27/98. F/u rec'd from hospital. Pt is an 86-year-old white male with left ventricular dysfunction, chronic renal insufficiency, paroxysmal atrial fibrillation, diabetes mellitus, and dual-chambered pacemaker who presents at this time with a several day history of increasing symptoms of congestive heart failure. He has had a mild chronic anemia. He has had no active bleeding of any type. Pt presented with an initial platelet count of approx 67,000 which rose to about 80,000. The thrombocytopenia was felt to be new. Hematology saw him in consultation and it was felt to be related to his procaiamide. Impression: 1) congestive heart failure secondary to dietary indiscretion. 2) new anemia and marked thrombocytopenia, probably medication related. 3) chronic renal insufficiency, mildly worsened. 4) diabetes. 5) status post dual-chambered pacemaker implantation. 6) pulmonary edema. Butterfly pattern of bilateral lung infiltrates, rule out collagen vascular disease, especially with positive ana, rule out eosinophilic lung disease, doubt pulmonary edema. Consider vasculitis including limited wegner's with sinus symptoms. Consider incra-alveolar hemorrhage in face of reduced platelets and possible increased pulmonary pressures associated with pulmonary edema due to cardiomypathy and/or renal insufficiency. Rule out lupus.